Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a resolute onyx drug eluting stent to treat a lesion in the proximal lad. There were abnormalities reported in relation to anatomy ¿ known disease in circ lad bifurcation. The patient has a history of chf and lung cancer. There was no damage noted to packaging. There were no issues noted when removing the device. The device was inspected with no issues. Negative prep was performed with no issues. There is no alleged product issue. No issue was noted during stent deployment and the stent was fully expanded. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It is reported that the patient returned to hospital with chest pain 4 days post implant of the resolute onyx device. An angiogram revealed a sat (thrombosis) in the onyx stent. Two non medtronic stents were then implanted ¿ one distal to the onyx and one in circ. It is also reported that the physician had contemplated these additional stents on the initial implant but decided to try one stent since the patient had several co-morbidities. Patient was on dapt. It was determined that the patient may have been resistant to plavix which contributed to the thrombosis and was switched to effient after second procedure. Patient is still in hospital recovering after second procedure. Patient is alive.